Event description:
It was reported that the user experienced an overnight low glucose reading on cgm, with a documented value of 49 and no carbohydrate treatment taken while asleep; the event occurred after earlier elevated readings post-meal, and the user had reported cgm accuracy issues on the g7, making the cause unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available device information provided insufficient information to determine a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.